Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: can patient never have an MRI? This is a question for ethicon's medical team to answer. This is my question to you. What measures will be taken to retrieve the needle? The needle cannot be safely retrieved. It is deemed safer to leave it in the patient. Was there any additional tissue damage as a result of searching for the needle piece? There was no damage to the patient as a result of the lost needle or searching for the lost needle.are any plans in place to remove the needle piece in future? If yes, please provide the date: as stated above, there is no plan to attempt needle removal in the future. What tissue structure the broken needle was located? Perinephric fat of left kidney what is the surgeon's opinion of consequences to the patient? I am the surgeon. There is no consequence to the patient. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Not understanding the question. Please provide the product code and lot number: please have your local ethicon representative work on this with the (B)(6) hospital or staff. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a nephrectomy on an unknown date and suture was used. During the procedure, the suture became detached from the needle. The needle was unable to be found intracorporeally in a morbidly obese patient during robotic partial nephrectomy. An x-ray did reveal needle retained in patient in left upper quadrant of abdomen. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/31/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the needle break or did the needle pull off the suture? What is the size of the needle that is retained? Was more than half the needle retained in the patient? Is the whole needle retained? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Can you please provide the product code and lot number of the device for this event? (B)(4). Corrected information: h1, serious injury

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the needle break or did the needle pull off the suture? What is the size of the needle that is retained? Was more than half the needle retained in the patient? Is the whole needle retained? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide the product code and lot number of the device for this event?